Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assembly. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No crack lcd window noted.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they were at the beach and moisture entered the device through a cracked screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 157 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.